Event description:
It was reported on (B)(6)2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. A trivial pericardial effusion around the right and left ventricles was present prior to the procedure. Transseptal puncture was inferior and mid. Heparin was administered. The patient's left atrial pressure was 11mmhg. During the first deployment attempt, the occluder popped out of the left atrial appendage. The occluder was re-captured and re-deployed. The occluder was implanted. Approximately eight hours post-procedure the patient presented with low blood pressure. Fluids were given and transthoracic echocardiogram (tte) confirmed a pericardial effusion. A pericardiocentesis was performed and 450ml of liquid was removed. A follow-up tte the following day confirmed the pericardial effusion was resolved. The patient had prolonged hospitalization for monitoring. The patient was discharged on (B)(6)2025. The user believed the occluder caused the pericardial effusion.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of late pericardial effusion after amulet procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. The occluder was partially re-captured and re-deployed during implant procedure. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. The reported medical interventions was a result of case-specific circumstances as a pericardiocentesis was performed and drain the effusion. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. A trivial pericardial effusion around the right and left ventricles was present prior to the procedure. Transseptal puncture was inferior and mid. Heparin was administered. The patient's left atrial pressure was 11mmhg. During the first deployment attempt, the occluder popped out of the left atrial appendage. The occluder was partially re-captured and re-deployed. The occluder was implanted. Approximately eight hours post-procedure the patient presented with low blood pressure. Fluids were given and transthoracic echocardiogram (tte) confirmed a pericardial effusion. A pericardiocentesis was performed and 450ml of liquid was removed. A follow-up tte the following day confirmed the pericardial effusion was resolved. The patient had prolonged hospitalization for monitoring. The patient was discharged on (B)(6) 2025. The user believed the occluder caused the pericardial effusion.